Event description:
At the time of the initial stimulation on 3/5/1998. The patient reported to the audiologist that she had three surgeries after the cochlear implant surgery due to skin flap healing problems. These additional surgeries have not been reported to cochlear corporation by the surgeon. The patient also had a scrab and an opening in the skin over the receiver/stimulator at the time of the initial stimulation. Further information has been requested from the surgeon.